Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 435 mg/dl. It was stated that the customer experienced frequent urination, extreme thirst and fatigue. It was stated that the customer had gone out that night, and was not wearing his insulin pump. The customer connected to the device 21 hours later, and delivered boluses for several blood glucose levels greater than 400 mg/dl. Troubleshooting revealed that the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The unit passed the self test, but the beeps and vibrations were not very loud. The caller requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked reservoir tube lip, scratched display window and case.